Manufacturer narrative:
On 02/17/2016, the site rn called medtronic technical services back. The rn tested another patient disc that had loaded on the navigation system before and it loaded normally. The hardware was functioning properly. Radiology burned another disc, and noted the exams on both discs were not compressed. The rn attempted loading the new disc using "standard dicom" and the "disk io error" appeared. Then attempted loading with "unstructured dicom" and the exam started loading but was taking +20min to load. Site radiology unable to put exam on a usb. The rn ended the call before the patient exam had finished loading, but agreed to send the disc in for analysis. On 02/18/2016, a medtronic representative, following-up at the site, reported the surgeon placed the navigation system into his room. After an hour, it allowed the surgeon to select a patient, however, took a long time to load exams. According to the surgeon, the images were "unusable". It was not clarified what the surgeon meant by "unusable". The medtronic representative was at the site and was able to replicate the issue with those cds. The medtronic representative was able to have them burn a working scan on a regular cd-r disc the surgeon had brought from home. It was proven to the site that their labeled discs are not functional now, reasons unknown. On 02/18/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, an exam computed tomography (CT) exam would not load on the system via cd. The rn attempted to load the patient study (unstructured - alternate module), however, the navigation system did not show the patient name for loading. Waited for 45+ minutes with no change in software. In trouble-shooting, re-booting the software did not resolve the issue. Attempted to load the patient exam, standard, and the navigation system gave the message "disk io error". The patient was under anesthesia, however, no incision had been made. The surgeon opted to discontinue the use of the navigation system and the imaging system, then abandoned the surgery to be re-scheduled. Delay was greater than one hour before continuing. There was no harm to the patient.